Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a thv territory manager, that during a tavr, there was resistance between the valve/delivery system and the esheath. The vale stent was bent and the sheath was torn. As reported, the patient had a heavily calcified left iliac artery that was used for tavr. A shockwave was used to treat the left common and external iliac artery with a 7mm shockwave balloon. Full 7mm expansion was witnessed with no waste on the balloon. A 14f dilator was used and the esheath was placed. It was decided not to dilate the sheath due to the use of shockwave. The 26mm s3u was advanced approximately midway through the iliac artery until resistance was met. The operator tried to advance the valve and it was witnessed that the distal stent frame began to flare indicating it was stuck on something. The valve was removed from the body as well as the sheath. The valve can be seen with a flared strut and the sheath seam has been split. A new valve, delivery system, and sheath were prepped. The esheath was dilated with 16/18f cook dilators and the team was able to successfully deploy the valve. Temporary tamponade was performed with a cross over balloon and final angio showed no injury to the artery.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed through imagery review. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was unable to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per complaint description, 'the patient had a heavily calcified left iliac artery that was used for tavr. The 26mm s3u was advanced approximately midway through the iliac artery until resistance was met. The operator tried to advance the valve and it was witnessed that the distal stent frame begins to flare indicating it was stuck on something. The valve was removed from the body as well as the sheath. The valve can be seen with a flared strut and the sheath seam has been split.' Per imagery review, patient had calcification present in the access vessels. Additionally, patient screening images showed that the left side access vessel was undersized for a 14 fr esheath (< 5.5 mm) in several locations. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. The presence of calcification and smaller access vessel diameter could create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Furthermore, per report shockwave therapy was performed prior to the procedure. This suggest that difficulty with calcification in the vessel was expected prior to the start of the tavr procedure. So, if excessive force was applied to overcome the resistance, it could result in bent valve strut and puncture through sheath. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, leading to frame damage. As such, available information suggests that patient factors (calcification/undersized access vessel) and/or procedural factors (device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.